Manufacturer narrative:
B3: date of event unknown, literature article publication date used. Literature citation: yaqubi, t. Et al. (2019) a rare case of left atrial appendage to pulmonary vein fistula post watchman device placement. Journal of american college of cardiology, volume 73, issue 9, page 2906.

Event description:
Reported via journal article. It was reported that there was a fistula present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. 45 days post index procedure the patient had a routine follow up transesophageal echocardiogram (tee) procedure. The tee imaging showed that the closure device was well positioned and there were no leaks, nor thrombus, nor a fistula present. One (1) year post index procedure, the patient presented for routine follow up and was asymptomatic upon presentation. The tee revealed a well-seated closure device without any leakage. Blood flow was visualized underneath the closure device and the flow was found to originate from a fistulous connection between the laa and the left pulmonary vein. A computed tomography angiogram will be performed to evaluate the fistula and the patient will undergo evaluation for pulmonary hypertension as well. No further interventions or patient complications were reported.